Event description:
This case was initially received via regulatory authority (ansm, reference number: r2209778) on (B)(6) 2022. This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 626913) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("chronic inflammatory muscle pain"), tendonitis ("tendinitis"), migraine ("migraines"), thyroid disorder ("thyroid problems for 2 years"), amnesia ("loss of memory"), disturbance in attention ("concentration") and fatigue ("fatigue"). At the time of the report, the pelvic pain, myalgia, tendonitis, migraine, thyroid disorder, amnesia, disturbance in attention and fatigue outcome was unknown. The reporter provided no causality assessment for amnesia, disturbance in attention, fatigue, migraine, myalgia, pelvic pain, tendonitis and thyroid disorder with essure. The reporter commented: actions taken in the healthcare facility for patient care: infiltration not effective, no long term treatment, permanent unbearable pain in the long run . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-mar-2022. The most recent information was received on 05-apr-2022. This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 626913) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("chronic inflammatory muscle pain"), tendonitis ("tendinitis"), migraine ("migraines"), thyroid disorder ("thyroid problems for 2 years"), amnesia ("loss of memory"), disturbance in attention ("concentration") and fatigue ("fatigue"). At the time of the report, the pelvic pain, myalgia, tendonitis, migraine, thyroid disorder, amnesia, disturbance in attention and fatigue outcome was unknown. The reporter provided no causality assessment for amnesia, disturbance in attention, fatigue, migraine, myalgia, pelvic pain, tendonitis and thyroid disorder with essure. The reporter commented: actions taken in the healthcare facility for patient care: infiltration not effective, no long term treatment, permanent unbearable pain in the long run. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Lot number: 626913, manufacture date: 2008-04, and expiration date: 2010-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-apr-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-mar-2022. The most recent information was received on 18-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. 626913). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), myalgia ("chronic inflammatory muscle pain"), tendonitis ("tendinitis"), migraine ("migraines"), thyroid disorder ("thyroid problems for 2 years"), amnesia ("loss of memory"), disturbance in attention ("concentration"), fatigue ("fatigue, permanent fatigue"), insomnia ("insomnia") and back pain ("permanent lumbar pain"). At the time of the report, the amnesia, fatigue, insomnia and back pain had not resolved. The outcomes for pelvic pain, myalgia, tendonitis, migraine, thyroid disorder and disturbance in attention were unknown. No causality assessment was received for essure with regard to tendonitis, migraine, pelvic pain, thyroid disorder, amnesia, disturbance in attention, fatigue, myalgia, insomnia or back pain. The reporter commented: actions taken in the healthcare facility for patient care: infiltration not effective, no long term treatment, permanent unbearable pain in the long run. Extract of the report of the l3-l4 and l4-l5 bilateral zygapophyseal joint infiltration on (B)(6) 2021. Indications: low back pain due to zygapophyseal arthrosis. Result after skin asepsis, a posterior puncture of the zygapophyseal joints l3-l4 and l4-l5 is performed under ultrasound control. The joint and peri-articular position of the 22 needles is verified by injection of a non-neurotoxic iodinated contrast agent. Ultrasound inspection of the absence of arteriolar opacification. 2 ml injection of the right zygapophyseal joint l4-l5, 1 ml of hydrocortancyl on the left zygapophyseal joint l5-s1 and l4-l5. The injection temporarily, but markedly, awakens the patient¿s usual pain. No complication in the immediate aftermath of the act. Extract of the rheumatologist¿s consultation: the current problem is that of recent acute pain in the upper third of the calf, on the left, which probably corresponds to a new musculo-aponeurotic tear, that appeared during a simple walk! Last year, she had been the victim of a similar, more intense lesion, apparently in the right calf, requiring six weeks of crutches, and prolonged rehabilitation sessions. I recommend an ultrasound, the resumption of the use of crutches that she has already done, and that of the physiotherapy that she ordered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Lot number: 626913. Manufacture date: 2008-04. Expiration date: 2010-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-oct-2023: follow-up from ha: current state of the patient: was of permanent fatigue, insomnia, memory disorder, permanent lumbar pain. Lab data added. Reporter causality comment updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-mar-2022. The most recent information was received on 24-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / pelvic burning") in a female patient who had essure inserted (lot no. 626913). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2015 she experienced pelvic pain (seriousness criterion medically important), myalgia ("chronic inflammatory muscle pain"), migraine ("migraines"), thyroid disorder ("thyroid problems for 2 years") and back pain ("permanent lumbar pain / inflammatory low back pain"). On unknown dates she experienced tendonitis ("tendinitis"), amnesia ("loss of memory"), disturbance in attention ("concentration"), fatigue ("fatigue, permanent fatigue"), insomnia ("insomnia"), dysstasia ("limited ability to stand, limited ability to sit,"), exercise tolerance decreased ("no more sports activities possible"), irritability ("irritability"), pain in extremity ("recent acute pain of the upper third of the calf") and osteoarthritis ("posterior osteoarthritis"). At the time of the report, the amnesia, fatigue, insomnia and back pain had not resolved. The outcomes for pelvic pain, myalgia, tendonitis, migraine, thyroid disorder, disturbance in attention, dysstasia, exercise tolerance decreased, irritability, pain in extremity and osteoarthritis were unknown. No causality assessment was received for essure with regard to tendonitis, migraine, pelvic pain, thyroid disorder, amnesia, disturbance in attention, fatigue, myalgia, insomnia, back pain, dysstasia, exercise tolerance decreased, irritability, pain in extremity or osteoarthritis. The reporter commented: actions taken in the healthcare facility for patient care: infiltration not effective, no long term treatment, permanent unbearable pain in the long run. There too, in addition to rehabilitation, caution, I recommend, possibly, an x-ray guided or computed tomography (CT) guided injection, of the rear joints, if necessary, in case of a severe attack. The current problem is not this one, but that of a recent acute pain of the upper third of the calf, on the left, which probably corresponds to a new aponeurotic muscle tear, having appeared during a simple walk! She had suffered a similar injury of the right calf last year, more intense it seems, requiring six weeks of crutches, and prolonged rehabilitation sessions. I recommended an ultrasound that she will show you, the resumption of the crutches, which she has already done, and that of the physiotherapy, which she has begun. The standard biological work-up that was scheduled, is reassuring, if it is not perhaps a thyroid work-up that should be completed (thyroid stimulating hormone (tsh) at 7. Summary of toxseek results level of risk exposure: strontium, praseodymium level of exposure to be monitored: mercury, antimony, beryllium, tin date of occurrence of the incident: 25-sep-2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. [Investigation] on (B)(6) 2021: of the l3-l4 and l4-l5 bilateral zygapophyseal joint infiltration, indications: low back pain due to zygapophyseal arthrosis result after skin asepsis, a posterior puncture of the zygapophyseal joints l3-l4 and l4-l5 is performed under ultrasound control. The joint and peri-articular position of the 22 needles is verified by injection of a non-neurotoxic iodinated contrast agent. Ultrasound inspection of the absence of arteriolar opacification. 2 ml injection of the right zygapophyseal joint l4-l5, 1 ml of hydrocortancyl on the left zygapophyseal joint l5-s1 and l4-l5. The injection temporarily, but markedly, awakens the patient¿s usual pain. No complication in the immediate aftermath of the act. [Magnetic resonance imaging] on 16-feb-2021: previous posterior low back pain, always bothersome, sometimes even at night, in sciatic irradiation and for which the recent magnetic resonance imaging. MRI of the lumbar spine confirms the old images of staged disc disease l4-5 l3-4 associated with posterior osteoarthritis, perhaps predominant.the current problem is that of recent acute pain in the upper third of the calf, on the left, which probably corresponds to a new musculo-aponeurotic tear, that appeared during a simple walk! Last year, she had been the victim of a similar, more intense lesion, apparently in the right calf, requiring six weeks of crutches, and prolonged rehabilitation sessions. [Ultrasound scan] on 29-jul-2020: of the right sural triceps, indications: assessment of intrinsic muscle injury secondary to a wrong movement conclusion: ultrasound aspect of distal musculo-aponeurotic de-insertion of the right medial gastrocnemius (¿tennis leg¿).; on 18-feb-2021: of the left calf, indications: pain of the postero-internal side of the left calf when walking conclusion: distal myo-aponeurotic de-insertion of the medial gastrocnemius extending over 17 mm of greater axis; on 03-mar-2021: of the thyroid, assessment of a biological hypothyroidism evolving for several weeks in a 56-year-old female patient. Conclusion: thyroid of normal volume, finely heterogeneous and micronodular, normo-vascular: thyroiditis? Ti-rads 2 to be compared to the clinical and biological data lot number:626913 manufacture date:2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-may-2024: new events limited ability to stand, irritability, no more sports activities possible , calf pain & posterior osteoarthritis were added. Reporter causality comment updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.